Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during testing conducted at the manufacture facility the irrigation pump was not working, no rotation to the pinch valve, and no wheel would not turn. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacture facility the irrigation pump was not working, no rotation to the pinch valve, and no wheel would not turn. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.